Event description:
Two years following bilateral intraocular lens (iol) implant surgery, a consumer reported that she is not seeing well and has to wear glasses and contact lenses again. She stated that initially following the surgery, she was please with her results. However, as time went by the iols "do not do the job". In a follow-up, the surgeon reported that a yag capsulotomy was performed five months after implantation; the pt has astigmatism and seeing shadows with her right eye. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints. Reported in the lot number. Additional information was requested on 04/30/2009 and 05/08/2009 by phone, fax, and mail. A completed questionnaire was received on 05/13/2009.